Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The cable crimps were still attached to the pitch cable. No pieces were missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or video clip for the reported event was available for review. A review of the device logs for the small grasping retractor instrument (part# 470318-10/ / lot/serial#n10201110-0089) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2022 during a colostomy closure procedure via system sk3744. There was 1 use remaining after this last usage. This complaint is being reported based on the following conclusions: failure analysis found the small grasping retractor instrument to have a broken pitch cable. The broken cable segment that contains the cable crimps were still attached to the pitch cable. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.